Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the patient presented with fever. Three sets of blood cultures were performed. C-reactive protein (crp) blood test was raised but initial blood culture was reported as no growth. Crp initial was 8 (normal <(><<)>1). Since blood culture was negative, no antibiotics was started. Fever continued to persist and after seven days, microbiology reported slow growing bacilli but the exact organism was not able to be identified. Three more sets of blood cultures were performed and the patient was started on antibiotics (vancomycin and gentamycin). Blood cultures were sent to different labs for second opinion and possible identification of the organism. The labs all reported acid-fast bacteria (afb) positive bacilli but were not able to confirm the exact organism. Atypical mycobacterium infection was diagnosed and antibiotics were changed (tegicycline, amikacin, azithromycin, linezolid). Positron emission tomography¿computed tomography (pet-CT) scan showed a slight enlargement of the valve tissue but to early to state about vegetation or stenosis. Of note, the patient had a dental check up and skin check prior to the valve procedure and no history of infection or endocarditis. The patient remained hospitalized and under antibiotics. No additional adverse patient effects were reported.